Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4186521. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter: "a nurse in the emergency infusion room found that the product was leaking while using the diaphragm needle-free closed infusion connector. The infusion treatment was completed after the product was replaced". "The infusion treatment was completed after the product was replaced. Infusion device product reason (including instructions, etc.) Product leakage replace the product to complete the treatment and report to the equipment department". Can result in/risk: "others soaking clothes, wasting liquid medicine, and affecting the dosage of medicine _liquid leakage used for intravenous infusion management, connecting syringes, infusion sets and blood transfusion sets, and is a connecting device for closed infusion systems".